Event description:
It was reported that the patient was symptomatic of syncope. No interventions were performed. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested, but not provided.

Event description:
Additional information received noted that the pacemaker was explanted on 6 apr 2023. The patient's condition was unknown.